Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps. Complaint is confirmed and the assignable cause is use error. Product surveillance contacted home patient (hp) on (B)(4) 2011 regarding the reuse of the drain line extensions. The hp reported that he no longer reuses the drain line extensions. The hp stated that he discussed the alarm with his nurse. No patient injury or medical intervention was indicated. No further information was provided.

Event description:
The customer contacted baxter's technical service center regarding a check drain line alarm that occurred on the homechoice (hc) during use, during drain 2. The drain volume (dv) equaled 39ml. The technical service representative (tsr) assisted the home patient (hp) to check their drain line for kinks. The hp uses her drain line extensions from sunday to sunday. So the tsr asked her to change them out. The tsr then assisted the hp to remove the old drain line extensions, add 2 more back on, and press go. The hp stated the drain had resumed as normal. The hc was ok. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.